Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the stopper is separating from the plunger with a bd syringe 10ml short pr saline 10ml fill. The following information was provided by the initial reporter: it was reported that the rubber stopper is separating from the plunger rod of the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper is separating from the plunger with a bd syringe 10ml short pr saline 10ml fill. The following information was provided by the initial reporter: it was reported that the rubber stopper is separating from the plunger rod of the syringe.